Event description:
A customer in sweden reported that their insulin pump screen would not turn on and the pump battery was not charging, despite the product being under warranty and several troubleshooting steps being attempted by the customer and tandem technical support. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support decided to replace the malfunctioning pump and confirmed the customer's address for shipment. The customer was instructed to switch to multiple daily injections (mdi) as a backup therapy to ensure insulin delivery and was informed on how to put the pump into storage mode before returning it to tandem using a pre-paid label within 10 days.